Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that the clip came out before the firing lever gripped. Another like device was used. There was no pt consequence. One device returning.